Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 4 stated it had failed to stay closed, but it would not open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected drawer that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4 failed to stay closed. A field service engineer found drawer control boards was not responding and drawer rails were also failing. Further, the engineer replaced drawer slides, pyxis module controller and drawer controller boards and tested in diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.